Event description:
It was reported that the customer's doctor had previously put him on steroids and his blood glucose levels rose to 500mg/dl. The customer also mentioned receiving meter bg now alarm as well as weak signal alarm. Troubleshooting occured. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.